Event description:
The manufacturer received information alleging a trilogy ev300 device failed, an active exhalation verification test during a field corrective action. There was no allegation of patient harm. The device was not in patient use. Upon initial inspection of the trilogy ev300 device, failed active exhalation verification test. The 3-way solenoid valve, and proportional valve (aecm) were replaced to address the issue. Additionally, the technician performed a complete pvt as per the mfg's specifications. Device was placed back into full clinical service and is ready for patient use.